Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving morphine 600 mcg/ml at 80 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. A low reservoir alarm was reported. The alarm was heard, but telemetry was not yet performed. The patient was admitted to the hospital on (B)(6) 2015 for pain control. The patient relocated and did not have an appointment with their new hcp until (B)(6) 2015. It was noted that the patient's pump will go empty on (B)(6) 2015. The hcp inquired about pump damage due to pump going empty on that date. The hcp may consider lowering the dose so the pump does not go empty before (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015 additional information was received from a healthcare provider (hcp) via a company representative. An alarm occurred due to an empty pump. The patient missed a refill due to relocating. The plan was to follow up with the healthcare provider. On (B)(6) 2015 the pump was filled with saline. The patient did not experience withdrawal as the patient was taking oral pain medication. The event date was (B)(6) 2015. No troubleshooting was performed and no other actions were taken.